Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulation sensation on group e had changed to an intermittent pulse. Before this it was a constant pulse. There were no trauma/falls reported that could have been related to this issue. The patient checked the device with the patient programmer and they had the ability to change stimulation but this did not resolve the issue. The patient did not have adaptive stimulation. The patient had another group to try and this resolved the issue. The patient was to follow-up with a healthcare professional. The change in therapy/symptoms was noted to have been gradual. It was noted that the patient had intermittent pain so he did not need therapy all of the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.